Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 112 mg/dl and the sensor glucose value was 48 mg/dl, which was stopping the insulin delivery, calibrations and turning off the insulin pump's settings does not help. The blood glucose and sensor glucose levels were not in acceptable range. The customer also reported that there was a crack on the insulin pump. The sensor will not be returned for analysis.